Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had ordered a new insulin pump a couple of weeks ago and has not received it. Customer stated that he also ordered some supplies. Customer's blood glucose was 399 mg/dl. Customer stated that he gave himself (B)(4) units with the pump. Customer used the pump and a shot to treat. Customer's blood glucose was later 379 mg/dl. Customer gave another (B)(4) units and customer's blood glucose went up to 427 mg/dl. Customer then treated with (B)(4) units using a syringe. Customer had low reservoir alarms in the alarm history. Customer stated that he changed the reservoir many times because of high blood glucose. The boluses were found to be accurate in the bolus history. Customer stated that he does not have a tubing clamp. Customer will be sent a tubing clamp and was advised to call back to continue troubleshooting. Customer was advised to do a complete set change.